Event description:
The customer reported insulin leakiing from the reservoir. The customer also reported high blood glucose levels. Troubleshooting questions revealed that the customer pre-fills the reservoirs with insulin. The customer was told that this was not a safe or approved practice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.